Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced successfully on (B)(6) 2015. The patient was doing well post procedure and would be monitored routinely.

Manufacturer narrative:
(B)(4).